Manufacturer narrative:
Two different lots used during surgery; not known which was exactly the one involved in the case. Batch review performed on 04 december 2017. (B)(4).

Event description:
During surgery broach handles repeatedly got stuck on broach then on last broach could not release mechanism the surgeon encouraged the broach handle off broach - fell to pieces in wound. No piece remained into patient. Fifteen (15) minutes of delay caused by this event.